Event description:
During a da vinci si cholecystectomy procedure, a wire reportedly broke on the mega needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the grip cables was broken at the distal idlers pulley and was sticking out at the instrument's wrist. The idler pulley spun freely but had damages on the edge and surface. No other cables at the instrument's wrist were damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.